Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lock¿ syringes had partially missing scale markings found during an inspection. The following information was provided by the initial reporter, translated from spanish: "the medical device presents the incomplete graduation "the lines of the volume of the syringe are not fully visible, unpainted". It arrived at the warehouse and was detected during the inspection by attributes."

Manufacturer narrative:
Investigation summary photos received by our quality team for investigation. Upon visual evaluation, light lines of the scale are observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The scale marking were found to be within specification.

Event description:
It was reported that 3 bd luer-lock¿ syringes had partially missing scale markings found during an inspection. The following information was provided by the initial reporter, translated from spanish: "the medical device presents the incomplete graduation "the lines of the volume of the syringe are not fully visible, unpainted". It arrived at the warehouse and was detected during the inspection by attributes."